Manufacturer narrative:
The reporter notified of allegations of patient injuries from a j-plasma procedure in the face and neck area. Reporter confirmed that the patient had subsequent treatments such as: ipl and micro needling. No allegation of device malfunction.

Event description:
The event was notified be bovie medical sale representative. A face and neck resurfacing procedure was performed on patient who has since complained of scaring.